Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed and reproduced the door not fully latched alarm caused by a failed upper link switch. The upper auxiliary assembly (including the link switch) was replaced.

Event description:
It was reported that a spectrum infusion had a constant door not fully latched message. It was also reported that there was no patient involvement.